Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.5-7.6cm, 7.9-8.2cm, 8.1-8.9cm, and 7.5-9.0cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that noise was observed, suspected to be caused by an insulation anomaly. The lead was explanted and replaced.